Event description:
It was reported that this device emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery.